Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2090w programmer; product ID 2067l rf (radio frequency) head. (B)(4).

Manufacturer narrative:
Product event summary: analysis unable to confirm ventricular waveform being small when operating the analyzer; device passed functional and systems tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported ventricular waveform was small with analyzer during case. The analyzer was returned for repair. No patient complications were reported as a result of this event.